Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. The patient was on apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During a follow-up visit, thrombus was noted. Aspirin was prescribed and apixaban was continued. The patient was readmitted in (B)(6) 2021 due to a syncopal fall and subsequently had a subarachnoid hemorrhage and died. No additional information is known at this time.

Manufacturer narrative:
B3: date of event: aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. The patient was on apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During a follow-up visit, thrombus was noted. The patient was readmitted in feb2021 due to a syncopal fall and subsequently had a subarachnoid hemorrhage and died. No additional information is known at this time. It was further reported that at the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician.

Manufacturer narrative:
B3: date of event corrected from (B)(6) 2021. H6: impact codes corrected from serious injury/ illness/ impairment - f12 to no health consequences or impact - f26 and medication required - f2303. H6: evaluation conclusion codes corrected from known inherent risk of device - d12 to no problem detected - d14.

Event description:
It was reported that thrombosis occurred. The patient was on apixaban prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During a follow-up visit, thrombus was noted. The patient was readmitted in (B)(6) 2021 due to a syncopal fall and subsequently had a subarachnoid hemorrhage and died. No additional information is known at this time. It was further reported that at the 45-day follow-up, a device related thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. Boston scientific was not notified of the alleged thrombus at the time of the 45-day follow-up echocardiogram. It is unknown if the patient was on the prescribed aspirin regimen as directed in the IFU. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged device related thrombus event was not confirmed.